Manufacturer narrative:
Analysis not required due to the complaint related to enlite serter.

Event description:
Customer reported issues with the insulin pump. Customer states that they were in the hospital and one of the sensors was bent. The blood glucose reading was 232 mg/dl. Nothing further reported.

Manufacturer narrative:
Reliability analysis not required due to the complaint related to enlite serter. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.